Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the mildly calcified common femoral artery using the pre-close technique via an 8f sheath hole. The suture of one new prostyle device was successfully pre-placed and the evar procedure was completed with the same 8f sheath. Hemostasis was achieved with the pre-placed prostyle suture. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated.

Event description:
It was reported this was a closure using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with a prostyle device. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6).